Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that there was moisture behind the display screen. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was undamaged. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. The test battery cap was able to fit securely to the pump. During testing, the pump was unable to power on and it was completely unresponsive due the moisture corrosion therefore the initial ¿power¿ complaint was duplicated. Some steps in the investigation were unable to be completed due to the pump having no power. The pump cover was removed and there was further moisture corrosion found to the power printed circuit board (pcb). There was also moisture found in the pump¿s display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).